Event description:
It was reported that the patient presented to the hospital for loss of consciousness. The patient was monitored and several pauses were observed (loss of capture). The patient is pacemaker dependent. The device was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed, revealing no anomalies. The log data showed increasing ventricular thresholds as well as several loss of capture detections on may 08, 2023. The battery status was found to be larger than 60 percent. The header of the device was analyzed, revealing no anomalies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.